Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital in cardiac arrest and was admitted to the intensive care unit (ICU). The patient had received shock therapy from the implantable cardioverter defibrillator (ICD) and continued to be shock even after a round donut magnet was placed over the device. It was noted that the donut magnet was not a specific medtronic magnet. The device remains in use. No further patient complications have been reported as a result of this event.